Event description:
The customer reported that one hour after use, air leaked from the pilot balloon. The pt was re-intubated.

Manufacturer narrative:
Visual examination and inflation/deflation testing was performed on the returned 6plc tracheostomy tube. At 11 cc of air added to the cuff which maintained air pressure. Next the sample was submerged in water, repeating the process of adding 11 cc air to the cuff. There were no leaks present in the cuff, flat pilot balloon or inflation line. The reported failure was not confirmed.